Event description:
The customer reported that they responded to a patient event where the patient was unresponsive and bystander CPR was in progress. The paramedics took over CPR and placed the ECG electrodes on the patient for analysis. The patient was reported to be in a ventricular fibrillation rhythm, and then the paramedics attempted to place the defibrillation electrodes on the patient; however the device would not recognize the therapy cable connection. The paramedics continued CPR throughout the event however the patient deteriorated into an asystole rhythm and was eventually pronounced deceased.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that pin #1 from the therapy cable assembly was broken off inside the therapy connector assembly on the device. This broken pin prohibited the device from recognizing a patient connection through the therapy leads and also prohibited use of the defibrillation functionality. Physio replaced the therapy connector and therapy cable assemblies. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A clinical evaluation determined that the device use did not contribute to the outcome of the patient. Upon evaluation of the electronic patient record, the patient was actually in an asystole rhythm upon initial connection to the ECG leads on the device and not in a ventricular fibrillation rhythm, as previously thought by the paramedics on scene.